Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) to report a discordant depressed human chorionic gonadotropin (hcg) result that was obtained on a patient sample on a dimension exl 200 instrument. Siemens reviewed the data from the dimension exl 200 instrument. Evaluation of the result for sid (B)(6) is not possible as there is no supporting data from the instrument for this sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument and no issues were identified. The quality control (qc) from the time of the event was in range. The cause of the falsely depressed hcg result is unknown. A potential product issue was not identified. The device is performing within specifications.

Event description:
A depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The depressed result was reported to the physician(s), who did not question the result. There was no follow up testing for the patient. The patient was found to be pregnant at a later date (date not provided). The doctor stated when the hcg was run on (B)(6) 2023 the patient's last missed menses was on (B)(6) 2023. It is unknown at this time as to when (date/days after last menstrual period) the patient was diagnosed as pregnant. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed human chorionic gonadotropin (hcg) result.